Event description:
During procedure, 4 vessel sealers did not work properly. The blade was deployed inside the patient and would not retract; kept giving an error message. Lot #: m10150714; exp. 07/2017, m10150924; exp. 09/2017, m10150924; exp. 09/2017 and m10150924; exp. 09/2017.